Event description:
It was reported that pump displayed malfunction alarm with code that customer was able to reset. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction alarm appeared again.